Event description:
It was reported that the patient passed away due to sepsis. The ventricular assist device (vad) functioned as intended and was not explanted. It was reported that the patient was admitted for a recurrent driveline infection with bacteremia on (B)(6) 2023. There was purulent drainage, leukocytosis, and increased lactic acid. The infection was treated with intravenous antibiotics. The patient had severe sepsis with septic shock, acute kidney injury, arterial blood gas (abg) showed the patient to be acidotic, and the patient was dependent on bilevel positive airway pressure (bipap). The patient's family decided to withdraw care and the patient passed away on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (driveline, localized, and pump pocket), sepsis, renal dysfunction, and death as adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.